Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to spiking atrial high out of range pace impedance measurement greater than 3000 ohms. Impedance spikes were reproducible in clinic without maneuvers. It was noted the patient is atrially paced, seventy-one percent. A new device of a different model was successfully implanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).